Event description:
Reportedly, after firing, the instrument would not open. The surgeon opened it by force with forceps and then confirmed the staples formed properly. However, when he inserted the "ppceea" into the intestine, the formed staples were opened. And also the intestine was torn. Converted to the stoma.